Event description:
The customer reported after a therapeutic procedure for contrasting of the dhc (ductus hepatocholedochus) after stent removal in previous ögd (esophago-gastro-duodenoscopy), the lever was reported to be defective. A piece of he patient's mucosal tissue and small white plastic ball stuck on the device. According to the images provided, the mucosal tissue is estimated to be approximately 16mm in length and 3mm in width. According to the images provided, the distal cover is cracked on the top. Attempts to retrieve additional information are in progress.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center could not be confirmed and the device functioned normally. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplement is being submitted to provide the related report number. New information added to event.

Event description:
This event includes 2 reports: (B)(6) tjf-q190v, (B)(6) maj-2315. This is report 1 of 2 (B)(6) tjf-q190v.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the plastic piece may have been part of some equipment used by the user or residual material in the patient. The phot of the plastic piece was a white round part, approximately 5mm I diameter. The diameter of the tjf-q190v is 4.2mm and therefore, the material most likely did not originate from the endoscope. The origin of the material cannot be specified. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation per CAPA-200413. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a root cause of the tissue getting stuck could not be determined. However, it is likely that the event occurred because tissue is suctioned into the distal cover when suctioning is operated while the distal end opening space is near the surface of mucosa. According to CAPA no. (B)(4), the mucosa gets caught in the distal cover for a few seconds even though suction is not operated. Therefore, the event may occur by withdrawing the device immediately after suctioning is stopped, even though suction is not operated, or the distal cover is not cracked. Furthermore, although it was confirmed that a piece of plastic got stuck, the foreign material could not be identified. It could not be determined why the foreign material remained. No physical damage was observed at the site where the foreign material remained. Also, it could not be confirmed whether the user¿s reprocessing methods deviated from the instructions for use (IFU). The event can be detected/prevented by following the IFU which state: ¿important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ this supplemental report includes corrections to d9 and g2. Also, additional information added to b5. Olympus will continue to monitor field performance for this device.

Event description:
Although required attempts to obtain additional information were made, no further details were provided by the customer.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.